Event description:
Dental implant broke in half. Failure was detected 11 months after placement. Doctor believes that implant broke because he used a 3mm diameter, and should have used a 4 or 5mm diameter. He replaced the implant with a 5mm. This event was user error.

Manufacturer narrative:
Patient on recall and implant was replaced.